Event description:
(B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. The air gas module that regulates the inspiratory air gas flow to the pt was replaced. The replaced part is requested for investigation but not yet received. A supplemental MDR report will sent when the investigation is completed. (B)(4).